Event description:
Boston scientific received information that high thresholds were displayed on this right ventricular lead. Further testing revealed a lead dislodgment, and this lead was replaced. This lead was surgically abandoned, and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.